Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the device evaluation and the complaint investigation. Despite good faith efforts being made, additional information was not able to be obtained. Updated fields: h3, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu (colony forming units). Bacterial identification: unknown. Sampling from: auxiliary channel. Cfu: 1cfu. Bacterial identification: cytobacillus horneckiae. Sampling from: instrument channel. Cfu: >80cfu. Bacterial identification: metabacillus sp and bacillus cereus. Sampling from: suction channel. Cfu: 22cfu. Bacterial identification: fictibacillus sp, solibacillus sp and bacillus cereus. Sampling from: total. Cfu: >80cfu (colony forming units). Bacterial identification: unknown. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1cfu (colony forming units). Bacterial identification: na. Sampling from: total. Cfu: 5cfu (colony forming units). Bacterial identification: na. Sampling date: (B)(6) 2025. Sampling from: distal end surface. Cfu: <1cfu (colony forming units). Bacterial identification: na. Sampling from: air/water channel. Cfu: <1cfu (colony forming units). Bacterial identification: na. Sampling from: auxiliary channel. Cfu: 1cfu (colony forming units). Bacterial identification: psychrobacter sp. Sampling from: instrument channel. Cfu: 4 cfu. Bacterial identification: bacillus cereus, peribacillus sp, and rossellomorea sp. The device was evaluated where an additional reportable malfunction was noted where foreign material remained in the air/water cylinder and tube, suction cylinder, channel tube, and auxiliary channel (j-tube). The foreign material and the root cause of why it remained could not be conclusively identified. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.